Event description:
Side-fire probe (s/n: (B)(4)) was damaged upon opening. The pilot light of the probe was inspected prior to insertion and was not as intense as the standard sfp, but visible to the user. In treatment monitoring, the user began to fire the laser and stayed on the pedal for about 30 seconds after laser was activated and no heat was seen. The probe was in the proper location as cold pixels were seen changing due to cooling, but no heat. The treatment was stopped and all of the fiber connection points were inspected for heat loss with nothing abnormal detected. Each connection was then reseated. Next, the fiber bundle connection from the panel to ip was exchanged, the laser reset, and treatment was resumed. The user then stayed on the pedal for approximately another minute with no heating seen, only tissue cooling. It was finally determined that the probe was faulty. The probe was scrapped at this point and kept by risk management at the hospital and will be returned to monteris medical after investigation. No harm to pt.